Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain / incapacitating pain") and genital haemorrhage ("bleeding /untimely bleeding") in a 43(B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2008, the patient started essure. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysaesthesia ("shoulder pain with dysesthesia") and musculoskeletal pain ("shoulder pain with dysesthesia"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and salpingectomy in (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysaesthesia, musculoskeletal pain and adenomyosis outcome was unknown. The reporter provided no causality assessment for pelvic pain, genital haemorrhage, dysaesthesia, musculoskeletal pain and adenomyosis with essure. The reporter commented: mirena was inserted in (B)(6) 2015 for bleeding (a separate case was created for the mirena). Diagnostic results: pathology: some areas of adenomyosis in the inner third, no endometritis. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 7 years later had bleeding /untimely bleeding (interpreted as genital bleeding). A mirena was inserted for the bleeding, and one year later she had pelvic pain / incapacitating pain. Approximately 9 years after essure insertion, she underwent hysterectomy and salpingectomy. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, pathology showed some areas of adenomyosis, which could alternatively explain the pain and bleeding. Additionally, the mirena inserted for the bleeding could have contributed to the occurrence of pelvic pain. However, given the nature of the events bleeding /untimely bleeding and pelvic pain / incapacitating pain, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis and further information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain / incapacitating pain") and genital haemorrhage ("bleeding /untimely bleeding") in a (B)(6) female patient who had essure (batch no. 626803) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In 2008, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysaesthesia ("shoulder pain with dysesthesia") and musculoskeletal pain ("shoulder pain with dysesthesia"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy and salpingectomy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysaesthesia, musculoskeletal pain and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, dysaesthesia, genital haemorrhage, musculoskeletal pain and pelvic pain with essure. The reporter commented: mirena was inserted in (B)(6) 2015 for bleeding (a separate case was created for the mirena). Diagnostic results: pathology: some areas of adenomyosis in the inner third, no endometritis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 20-apr-2017 for the following meddra preferred terms: - pelvic pain - the analysis in the global safety database revealed (B)(4) cases. - genital haemorrhage - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: lot#: 626803, manufacturing date: mar-2008, expiration date: feb-2010. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 19-apr-2017: reporter did not answer to follow up requests. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 7 years later had bleeding /untimely bleeding (interpreted as genital bleeding). A mirena was inserted for the bleeding, and one year later she had pelvic pain / incapacitating pain. Approximately 9 years after essure insertion, she underwent hysterectomy and salpingectomy. These events are anticipated in the reference safety information of essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, pathology showed some areas of adenomyosis, which could alternatively explain the pain and bleeding. Additionally, the mirena inserted for the bleeding could have contributed to the occurrence of pelvic pain. However, given the nature of the events bleeding /untimely bleeding and pelvic pain / incapacitating pain, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis, based on the available lot number, resulted in an unconfirmed quality defect. No follow-up information is expected.

Manufacturer narrative:
Essure (batch no. 626803). Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 14-mar-2017: lot number was provided by physician. On 17-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 7 years later had bleeding /untimely bleeding (interpreted as genital bleeding). A mirena was inserted for the bleeding, and one year later she had pelvic pain / incapacitating pain. Approximately 9 years after essure insertion, she underwent hysterectomy and salpingectomy. These events are anticipated in the reference safety information of essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, pathology showed some areas of adenomyosis, which could alternatively explain the pain and bleeding. Additionally, the mirena inserted for the bleeding could have contributed to the occurrence of pelvic pain. However, given the nature of the events bleeding /untimely bleeding and pelvic pain / incapacitating pain, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis, based on the available lot number, resulted in an unconfirmed quality defect. Follow-up information is expected.